Manufacturer narrative:
After battery installation unit gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to display anomaly. Per visual inspection corrosion traces were found at the electronic and motor assemblies. The device was received with cracked case on the back at the battery tube area and belt clip rail case corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer blood glucose reading is 300 mg/dl. Troubleshoot was performed. Customer was in the swimming while critical pump errors alarmed. Customer also reported damaged on battery compartment. Customer already using their back plan.insulin pump will be returning for analysis.